Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h10, additional mfg narrative, of the supplemental medwatch report 001 indicates: stryker replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Section h10, additional mfg narrative, of the supplemental medwatch report 001 should indicate: stryker isolated the cause of the reported issue to the device's system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.